Manufacturer narrative:
Based on the preliminary quality investigations of all device history records, test results of retain samples, and in the absence of conspicuousness in the affected batch no further actions be required. At the time of this report, this case is lacking important information, and the available data are not sufficient to allow any causality assessment.

Event description:
During intraligamentary injection the dentist went to inject material into the patient's mouth and the needle fell out of the hub in one piece. The needle was retrived from the patient's mouth. No injuries were reported.